Event description:
Same case as manufacturer's report # 6000130-2006-00310 and 6000130-2006-00311. It was reported that during, an unspecified procedure involving the superior mesenteric artery (sma), zipwire coating issues were experienced. The customer stated that, the "coating wore off all three devices during procedure." It was further reported that the procedure was successfully completed using another guidewire. Patient complications were reported as "none," and that the "patient is fine."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.